Event description:
The patient reported that they had difficulty recharging, unable to charge. The recharger was not finding the implant. They had not charged the device in a couple months. The patient stated they were not able to communicate using the patient programmer either. The reason they had not charged was because they did not need the device. They had been working really hard at physical therapy it had been working so they did not use stimulation. I was thought the implantable neurostimulator (ins) had moved . They could usually feel the whole outline but they could only feel a corner of the ins. They had not had any falls or trauma. It was recommended that they follow-up with their health care professional (hcp) to possible have the device jump started. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.